Event description:
The customer, an (B) (6) crew, (B) (6)crew and engine company were dispatched to the scene of an unresponsive pt. The screws arrived on the scene at 10:27 and began pt assessment. The pt was in v-fib, and the device was attached to the pt using philips defib pads. While the device was charging, it prompted "connect cable". This was remedied by wiggling the cable and one 360j shock was delivered. The pt was converted into an idioventricular rhythm. At that point it was indicated that the pt was in v-fib and the screw again attempted to defibrillate the pt; however, the device failed to charge and displayed "connect cable". The crew then checked and adjusted the q-c therapy cable's connection to the device and replaced the pads on the pt. While troubleshooting, the pt's rhythm reverted back to pulse less electrical activity (pea). The lt requested an additional (B) (6) crew. Soon after, the pt's rhythm changed back to v-fib and again the device indicated "connect cable". The crew attempted to place a philips heartstart fr2 AED on the pt; however, she reverted back into a pea rhythm before the crew could complete this task. The pt was successfully transported to the hospital. Pt care was not compromised and there was no adverse affect due to this failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The quick-combo therapy cable assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and observed that the sternum wire was broken open at the device connector strain relief, causing for the device not to charge energy.